Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels (389 - 589 mg/dl) with large ketones in the mornings and overnight. Insulin injections, resting and water were used to address the bg level and ketones. The customer had changed the infusion set tubing and site. The contact indicated that on (B)(6) 2016, the basal setting was changed and on (B)(6) 2016 the carbohydrate ratio had been changed by the health care provider. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support had the contact perform a system check using the current supplies on the pump and the pump was found to functioning as intended.